Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported via patient indicated that the interstim was healing ok but was "still kind of red" and patient thinks it has a little bruised. Patient stated she was diabetic so she was slow to heal because of this. Patient also stated she noticed that if she was laying on her left side she will get a burning hot pain around the nip near her implant and it takes a while for her to get comfortable again. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that she saw the hcp one week post-op and was given oral anti-biotic. Patient stated that the hcp told her if redness around ins doesn't subside the system would need to be removed. Patient also stated that the hcp for 6 week post-op follow-up and hcp said that site looked fine. Patient said that the incision site was still red and still felt some heat at the time and she also mentioned that she could feel the upper left curve of ins. Patient said that her next appointment with hcp for implant was not scheduled until (B)(6). Patient said that she did see her pcp on monday and was given topical anti-biotic ointment for the site. Patient was redirected to contact her managing hcp for implant and also to consider contacting her managing hcp for her diabetes for a medical assessment as well.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.